Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: approximately 4mm of needle broke off in the patient and the doctor was not able to retrieve. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. An xray was not taken because the patient declined. The fragment was not retrieved.